Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. In addition (pmv) performed a photographic evaluation of one image and the visual inspection of the returned photos noted no abnormalities can be seen. Functionally, the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic radical resection of colorectal cancer procedure, the surgeon was able to press the green button and the surgeon was unable to squeeze the handle, hence the device did not fire. A new handle and reload were used to complete the procedure. There was no patient injury.